Event description:
Pump tubing non packaged with paper tab around tubing. When pulling ends of the tubing to straighten it the tubing ties itself in numerous knots. This causes serious delays in preparing IV fluid in critical situations.